Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin 6 trace on keypad assembly. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, missing display window cover, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer experienced hyperglycemia and the insulin pump had an insulin pump error alarm. The customer's blood glucose level was 500 mg/dl at the time of the incident and was treated with insulin shots. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced nausea, vomiting, and abdominal pain. The customer stated that the pump error alarm occurred during the self test. The customer was able to clear the alarm. The customer performed the self test again and the insulin pump error alarm recurred. The insulin pump will be returned for analysis.